Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a solution leak from the patient line of the homechoice cassette during peritoneal dialysis therapy. The patient was connected to the set-up and in dwell one of six at the time of the reported event. The patient noticed that the sheets were wet after the first fill and dwell cycle and discovered the leak. The origin of the leak was from where the patient line tubing met the plastic patient line connector. The connector was angled downward which created a crease in the tubing, but there was no visible cut, slice or hole noted. The patient also stated that this creased area of the tubing was not smooth like it usually was. There was nothing unusual found by the patient when they were setting up the supplies and preparing for therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.